Event description:
Complainant alleged that during the biomedical department's routine testing and preventative maintenance, the device powered off after a few minutes of use. A spare battery was placed in the device with the same result. The complainant indicated that there was no pt involvement in the reported failure.